Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went emergency visit due to catheter site infection due to medication pooling event on (B)(6) 2026. Due to the event, the patient developed an abscess on stomach and insertion site became swollen and bruised and was treated with antibiotic. No further information available.